Event description:
(B)(4). This spontaneous case was reported by a consumer and describes the occurrence of pruritus ("itching") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pruritus (seriousness criterion medically significant), fatigue ("chronic fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), myalgia ("muscular pain"), depression ("depressive state") and anxiety ("anxiety"). At the time of the report, the pruritus, fatigue, insomnia, arthralgia, myalgia, depression and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, depression, fatigue, insomnia, myalgia and pruritus with essure. The reporter commented: actual state of the patient: chronic fatigue and muscular pain. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2019 for the following meddra preferred term: pruritus analysis in the global safety database revealed 248 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.